Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle is not intact. The device was received with the capsule fully closed and slightly over captured. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end. Stress marks are observed on both deployment knob tabs. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The subject device was returned confirming separation of the actuator handles. Several voids were also observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, which suggests delamination that is typically a result of advancing through tortuous anatomy or if the valve was misloaded. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load was verified by fluoroscopy. During the valve implant, the valve was positioned high and recaptured twice. On second recapture, the delivery catheter system (dcs) handle separated with audible crunching upon rotation. The handle was held together to recapture and deploy the valve. No adverse patient effects were reported.